Event description:
It was reported that the patient is due for a revision due to request from the physician due to unspecified reasons with an artificial urinary sphincter (aus). The aus remains implanted and active. Additional information was reported that the pump was not working the revision procedure has been scheduled for (B)(6) 2020.